Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patients initial surgery was on (B)(6) 2013 with no issues. The patient was diagnosed with screw extrusion cervical disc replacement c6-c7; the product zero p was implanted without complications on (B)(6) 2014. The patient had all the radiological controls without complications. On an unknown date in november the patient presented with pain and dysphagia, the first week of (B)(6) on an unknown date the patient was in emergency room. In the images the doctor visualized that the implant has migrated from the vertebral body and they showed the screw extrusion and presented barium esophagus was found that blocking the light of the esophagus so proceeded to remove without complications. It was also reported per an x-ray review by the medical director; zero-p like devices are implanted at c5/6 and c6/7 level, most part of one upper screw at c6/7 level backed off, this may result in pain and dysphagia. This report is 6 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that during the surgery they used following instruments to tighten the screws: 03.617.901, 03.617.902, 03.617.903, 03.110.002

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.